Manufacturer narrative:
Submit date 4/30/2008. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall that a customer had an issue with a heparin prefilled syringe. The customer reports that her mother was hospitalized for 4 weeks with osteomyelitis of the ankle. After the 4 week hospitalization, she was discharged to home and ordered heparin for the flushing of her PICC line in which she did for approximately 2 1/2 weeks while at home. The customer reports that in 2008 her mother was taken to the ER and had had a stroke with massive bleed on her left side. The customer reports that 5 days later her mother passed away.